Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. Procedural imagery was provided by the complaint event site and the following was observed: before deployment, the valve was off center and over the proximal balloon shoulder. As the balloon was inflated, the valve deployed slightly and slipped proximally.  The valve embolized into the ascending aorta post-deployment. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review was performed and revealed no other complaint relating to reported valve movement on balloon and insertion difficulty through sheath. A review of complaint history on confirmed device complaints (returned and no product returned) from september 2019 to august 2020 revealed the following for the certitude delivery system (all models, all sizes) for the reported valve movement on balloon and insertion difficulty through sheath. The complaints were reviewed based on similar reported events and associated root cause / evaluations codes. Instructions for use (IFU) for edwards delivery system, prepping manual and training manual were reviewed for instructions involving certitude sheath and commander preparation and procedure. Transaortic access: access the ascending aorta using standard surgical technique (e.g., a partial sternotomy or right parasternal mini thoracotomy).  Note: the selected access site should be soft by digital palpation. Gain aortic valve access through standard transaortic techniques. Insert the edwards certitude introducer sheath set, or desired introducer sheath for bav, into the aorta to approximately 2 cm. Withdraw the introducer slowly, keeping the sheath in place. Maintain guidewire position across the aortic valve. Delivery system insertion through sheath: note: high push force through the sheath may be experienced. Use short movements when advancing delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported events of valve movement on balloon and insertion difficulty through sheath were confirmed by the provided procedural imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of DHR, lot history, complaint history, and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Per the complaint description, ¿eventually the valve got stuck in the esheath because of the insertion angle of the esheath.¿ procedural factors such as angle of sheath insertion can contribute to resistance with the delivery system when advancing through the sheath. If the sheath is inserted at a sharp angle, the bend at the patient¿s surface can cause the sheath shaft to interact with the delivery system (non-coaxial relation), contributing to resistance upon delivery system insertion. The subsequent device manipulation or push force to further advance the delivery system may have caused the valve to move on the balloon. The valve moved proximally onto the proximal balloon shoulder. Such movement is indicative of valve movement occurring during forward insertion. As the valve was not centered on the device during deployment, the valve expanded asymmetrically and moved aortic. As such, available information suggests that procedural factors (sharp sheath insertion angle / device manipulation) may have contributed to the complaint events. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no edwards defect was identified, no corrective or preventative actions are required. Since no product nonconformance's were identified, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
This is two of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 26mm sapien 3 valve by transaortic approach in aortic position in a native bicuspid valve. Moderate push-force was needed to insert the certitude delivery system through the 18f esheath. After the operator started the inflation of the balloon of the certitude delivery system, the balloon filled first distally toward the nose tip and opened the distal part of the valve. The valve moved over the balloon in the aortic direction and was pushed into the ascending aorta. The physicians removed the certitude delivery system and the 18f esheath and the procedure was converted to open surgery. The heart surgeon removed the valve through ascending aorta . A second implantation of a 26mm sapien 3 valve was attempted via the transaortic approach. The implantation of the valve was successful with no pvl. The patient¿s hemodynamics was stable. The patient went on the ICU under ventilation (bronchial carcinoma). As per medical opinion, the root cause of the embolization is that the valve moved on the balloon for unknown reasons. The valve got stuck in the esheath because of the insertion angle of the esheath.